Manufacturer narrative:
Product event summary the full lead was returned, analyzed, and no anomalies were found. The analyst noted there was tissue in the helix.. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead dislodged into the right atrium. The physician attempted to re-implant the ra lead but was unsuccessful due to the tip mechanism would not engage. It was also reported that there was tissue in the ra lead tip assembly. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.